Event description:
It was reported that tube never passed verification with green check marks, it never verified electrode, tube replaced, event occurred during procedure, there is procedure extended time of 15 minutes. There is no patient impact.

Manufacturer narrative:
H3: product analysis found that visually, the packaging carton was damaged when returned. The packaging carton contained inserts and the open pouch. The open pouch was open from 3 of 4 sides and included a packaging tray and the tube. There was no damage noted in the construction of the device or traces of biological contamination. There were voids noted in trace pads. The continuity check was performed and electrically, resistance from end to end shall be less than 200 ohms and the actual measurements were, red (22.5 ohms), red with white stripe (32.9 ohms), blue (26.5 ohms), and blue with white stripe (no reading), out of specification. Functionally, functionally, the device was connected to a nim system for electrode check and functional test (trace pads were submerged in a saline solution and stylet was used for tube manipulation). The electrode check failed for vocalis1 and for functional test, the channel 1 had ¿lead off detected¿ error message. The tube was manipulated and still resulted in failed electrode check and error message for functional test. A review of the global complaint data showed no other complaints about this lot number. In the returned condition, there was an out of specification condition that was related to the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.